Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 5 fr dual lumen powerpicc ft with a 3cg stylet inserted into the red lumen through a t-lock was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The distal end of the stylet was observed to be protruding from the distal end of the catheter and was observed be broken into two pieces approximately 4.2 cm proximal to its distal tip. The polyimide tubing of the distal stylet segment was also found to be broken. Multiple bends and kinks were observed in the returned stylet segments. The epoxy tip of the stylet was observed to be returned. A microscopic observation revealed the breaks in the polyimide tubing were uneven with a rough surface texture and plastic deformation. Many kinks were observed in the polyimide tubing and were each found to be between magnet interfaces. Five of the magnets within the distal stylet segment were observed to be broken. The observed fracture features were indicative of catheter and/or stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown.

Event description:
It was reported attempted procedure and was unable to advance, was pulled without incident and was noted that the magnet wire broke in multiple pieces. Did event occur during placement, during removal, or after removal? During insertion was a new device placed? Yes.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez1029 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported attempted procedure and was unable to advance, was pulled without incident and was noted that the magnet wire broke in multiple pieces. Did event occur during placement, during removal, or after removal? During insertion was a new device placed? Yes.